Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode message) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.